Event description:
On (B)(6) 2025, a patient underwent a biopsy procedure using the visiloc introducer set. Prior to the procedure, it was noted the contrast marker of the introducer set had black spots within the obstructor. The procedure was completed using another device. There was no patient contact.

Manufacturer narrative:
H10: as the lot number for the device was provided, a review of the device history records is currently being performed. The return of the sample is pending. The investigation of the reported event is currently underway. H11: section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2025, a patient underwent an MRI-guided vacuum assisted biopsy through mass density, using the visiloc introducer set. During the procedure, the needle of the device is allegedly broken off. It was further reported that half of the needle was lodged in the visiloc and the other half remained in the patient. Reportedly, the broken fragments were removed using the clips and confirmed no metal was left behind. There were no reported patient injuries.

Manufacturer narrative:
H11: additional information was received, and the file was reassessed for reportability and determined to be reportable as a malfunction. Manufacturing review: the device history records (DHR) were reviewed and this lot met all release criteria. Investigation summary: one visiloc obturator was received with product label indicating product code ecmrintloc and lot# vtjx0515. During visual inspection, it was noted that the obturator was received in two segments. A break was noted at the handle and the fluid was no longer present. However, remanent of the fluid (e.g., black residue) was noted throughout the distal end of the obturator. Therefore, the investigation is confirmed for the identified break at the obturator handle. The definite root cause for the identified break at the obturator handle could not be determined based upon the provided information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. D4 (unique identifier (UDI) #), g3, h6 (device, component, method, result, conclusion). Section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2025, a patient underwent a MRI guided vacuum assisted biopsy through mass density, using the visiloc introducer set. Prior to the procedure, the needle of the device allegedly broke off. It was further reported that the half of the needle lodged in the visiloc and the other half remained in the patient. Reportedly, the broke fragments were removed using clips and confirmed no metal was left behind. There was no reported patient injury.

Manufacturer narrative:
H11: additional information was received, and the file was reassessed for reportability and determined to be no longer reportable. Since an initial MDR was submitted, therefore, the file will remain assessed as a malfunction. B5, g2, g3, h6 (patient, device). Section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.